Event description:
It was reported that there were concerns regarding potential loss of capture (loc) on the right ventricular (rv) channel of this pacemaker system. The health care professional (hcp) noted variable pacing morphology on the rv channel. Technical services (ts) was consulted, and it was discussed that the variability was possibly related to pacing capture occurring near the boundary of the analog blanking window, which may have contributed to the observed morphology, but it was not conclusive. This trend has been consistent for this patient. Reprogramming options were recommended. In addition, threshold testing was recommended to confirm capture. No adverse patient effects have been reported. The device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.